Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. This device is not commercialized in the us, therefore this event is no longer considered reportable.

Manufacturer narrative:
Information updated/added to sections: b4, b5, d4 (serial number, expiration date and additional unique device identifier (UDI)), g3, g6, h2, h4 and h6 (component code, impact code, type of investigation, investigation findings and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was confirmed with empirical evidence for the information provided. As per information received, a patient was treated with a pascal ace in tricuspid position. However, 4 years later, during the screening process for a reintervention with an evoque, an slda was identified. Due to the limited information, the definitive root cause of the event is indeterminable. Since no edwards defect was identified, corrective or preventive actions are not required.

Event description:
As per new information received, the initial tricuspid regurgitation (tr) grade was severe prior to the operation; it was mild immediately post-procedure. The patient will undergo an intervention with evoque.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position. Approximately four (4) years post-procedure, a single leaflet device attachment (slda) was observed in one of the devices during the screening process for evoque transcatheter replacement. The tricuspid regurgitation (tr) grade was severe/massive after the slda happened.